Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""primary total hip arthroplasty using a modular proximally coated prosthesis in patients older than 70"" written by scott m. Sporer, md, raymond j. Obar, rn, and philip m. Bernini, md published by the journal of arthroplasty vol. 19 no. 2 2004 accepted by publisher 22 august 2003 was reviewed. The article's purpose was to report on clinical and radiographic results on primary thas with modular proximally coated femoral components. Data was compiled from primary thas between december 1993 and january 1998 of 122 patients (135 thas) over the age of (B)(6). All implants were depuy products. The article provides generalized results but also identifies 2 patients in radiographic results which are captured individually in linked complaints. Depuy products utilized: srom stem, duraloc or ztt cups, cocr or ceramic heads, poly liners" this complaint captures the radiographic image of a (B)(6) woman showing osteolysis surrounding the femur and acetabulum. The article notes "the asymmetric polyethylene wear despite the use of a ceramic femoral head." No indication if patient received revision.